Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low out of range pacing impedance measurements. The rate/sense portion of the lead was replaced, the shock portion of the lead remains in service. No additional adverse patient effects were reported.